Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell onto concrete and the touchscreen shattered. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (+500 mg/dl). Contact stated that the customer's ketone level was not tested; however, contact stated he is sure the customer had ketones. Reportedly, elevated blood glucose levels were food related and stabilized with an insulin pen injection. Contact stated that the customer will continue to use the pump for insulin therapy.